Manufacturer narrative:
Follow-up # 1 ¿ (10/16/2014), the patient¿s meter has been returned on 10/1/2014 and evaluated by lifescan product analysis on 10/7/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that her onetouch ultramini meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began during the week prior to contacting lifescan. The patient claimed to have obtained a reading of "181 mg/dl" from the subject meter compared with feelings/normal results. The patient manages her diabetes with a combination of medications. The patient claimed to have developed the symptoms of "hot and sweaty" on an unknown date/time after the alleged meter issue began; however she denied having received any treatment. On (B)(6) 2014, the patient visited her doctor and during the visit her blood glucose was tested and the patient believed the result was "89 mg/dl". The doctor also advised the patient to keep a record of her blood glucose readings and to return after two weeks. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the patient did not have control solution available and the test strips had not expired or been open for longer than the discard date. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed the symptom of "sweaty" after the test strip issue began. This symptom does meet lifescan¿s criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (12/06/2014). The patient¿s test strips have been returned on 10/29/2014 and evaluated by lifescan product analysis on 11/26/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.